Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was 127 mg/dl at the time of the incident. Troubleshooting was performed. Customer stated they were able to clear the alarm also able to complete rewind. Customer also stated that insulin pump receiving another unexpected restart, a cold reset was performed alarm after a battery change. Customer also insulin pump had blank display and display was returned after inserting the new battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device monitored for several days. Device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected restart error and external ram crc error alarm anomalies noted. No unexpected displayable history crc check failed on startup alarm anomalies noted.